Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, while manipulating near the gallbladder with a maryland bipolar forceps (mbf) instrument, the liver was injured. Five hours into the procedure, bleeding occurred, and the procedure was converted to an open laparotomy. The bleeding was resolved by suturing the hole in the liver closed; the blood loss was reported as 1200ml and the patient required a blood transfusion. The number of units the patient was transfused, if there were any post-operative complications, or the patient's current status; are all unknown. The surgeon reported the injury was unrelated to any malfunction of a da vinci system, instrument or accessory.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A system and instrument log review showed the instruments noted below were used during the reported procedure. Review of the instrument logs found that the following multiple use devices were used in subsequent procedures after the event date with no reported complaints and have lives remaining: endoscope plus 30 degree, cadiere forceps, maryland bipolar forceps and a fenestrated bipolar forceps. A medium-large clip applier has lives remaining but was not used in subsequent procedures. A vessel sealer extend instrument is a single-use and therefore none of these instruments were used in subsequent procedures.